Event description:
During cardiac ablation procedure with qdot catheter and a non-bwi device, the patient experienced loss of consciousness, and then the patient's pulse was lost and treated with CPR or chest compressions. After about 30 minutes of chest compression, the patient's pulse was restored but subsequently died. Initially it was reported that the ngen generator displayed a high impedance error, and there was no impedance reading displayed. The error code displayed on the ngen generator. The grounding pad was replaced without resolution. A second grounding pad was added, but the issue still persisted. The cable was replaced without resolution. The qdot micro catheter was replaced, and the issue was resolved. The procedure continued. Then, it was reported that in middle of the procedure, the patient coded. During pulsed field ablation (pfa) with a farawave pfa catheter, the patient's blood pressure dropped. The anesthesiologist administered levophed to the patient and was unable to confirm the exact dosage at the time. The patient did present with a "trace effusion" prior to the procedure. The physician checked on intracardiac echocardiography (ice) for the trace effusion, however, the physician was unable to discern if the effusion had grown larger in size. A "stat" echo was then brought in, and the physician had confirmed that the effusion was still the same size as the trace effusion that was present prior to the procedure. Then, the physician proceeded with ablation and completed ablation along the cavotricuspid ishmus (cti) line with the qdot micro catheter. The cti line had "more lesions than expected." At the same time as the physician finished ablation, the patient's blood pressure had dropped again. The catheters were then pulled and removed from the patient, and when transferring the patient over to the "cart," the patient began "thrashing" around on the bed, and the patient's intravenous (IV) line was pulled out. The patient lost consciousness, and then the patient's pulse was lost as well. Cardiopulmonary resuscitation (CPR) or chest compressions were administered to the patient. After about 30 minutes of chest compression, the patient's pulse was restored. At the time of call, it was reported the patient was potentially getting an impella or ECMO device but that information could not be confirmed. The patient's condition was unknown. The physician did an svc isolation with the farawave pfa catheter, and the patient did have a pacemaker. The patient had been administered 10mcg of levophed by the end of the procedure. Additional information was later received indicating the adverse event was discovered in the middle of procedure after going transeptal and after about 10 lesions with farapulse. The physician¿s opinion on the cause of this adverse event was tachy induce, pacing caused the left ventricle (lv) to give out. The intervention provided was the patient coded for 2 hours and tried to place ECMO. The outcome resulted in patient death. Relevant tests/laboratory data was low ef, 10-15%. The impedance cut-off value was not exceeded. The user was able to stop the ablation using the stop button (generator or remote). The generator ablation mode and thresholds used were qmode 40 watts for 30 seconds.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).